Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing shortness of breath and presented to the emergency room. Medical records were received and indicated that the patient¿s dialysate fluid prescription changed and resulted in signs of fluid overload; 2 kg weight gain and edema. The patient continued pd therapy during hospitalization. The patient was discharged three days later and continued pd therapy with no further issues.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and patient¿s hospitalization for shortness of breath and bleeding from the nose. It is unlikely that the cycler contributed to the patient¿s epistaxis and subsequent anemia there are pharmacological and patient comorbid factors that could have contributed to the patient¿s anemia and epistaxis that resulted in the hospitalization. The patient has a history of anemia of chronic kidney disease and the patient had two episodes of severe epistaxis; the medical records also supports anemia as the likely cause of the patient¿s shortness of breath. Although a causal relationship could not be confirmed, a temporal relationship between the patient¿s therapy and hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
The medical records indicated that the patient presented to the emergency room for worsening shortness of breath and acute anemia. The patient had a history of anemia and chronic kidney disease. The patient had two episodes of epistaxis that resolved without intervention. The occult stool was positive for blood. One episode of nausea and vomiting was also reported. The patient¿s plavix and coumadin was placed on hold and the patient was transfused with 2 units of packed red blood cells. The patient¿s hemoglobin improved to 8.5 and the patient was discharged home.